Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling sl balloon catheter with no other devices. There was blood and contrast in the inflation lumen. Inspection under magnification revealed a pinhole in the balloon material at the proximal markerband. There were no irregularities in the balloon material that could have contributed to the pinhole. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the proximal popliteal artery. A 3.0mm x 100mm x 150cm sterling sl was advanced to dilate the lesion. During the 2nd inflation, when the balloon was inflated at 12 atmospheres, the physician noticed that the pressure indicator on the inflation device was dropping despite effort to increase the pressure. The balloon was then withdrawn and balloon pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the proximal popliteal artery. A 3.0mm x 100mm x 150cm sterling sl was advanced to dilate the lesion. During the 2nd inflation, when the balloon was inflated at 12 atmospheres, the physician noticed that the pressure indicator on the inflation device was dropping despite effort to increase the pressure. The balloon was then withdrawn and balloon pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.